Manufacturer narrative:
The cut portion of the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and low out of range pacing impedance measurements of 200 ohms. The patient was noted to pace only 10% of the time. Pocket stimulation was able to be recreated with temporary pacing at a higher output. An insulation breach was suspected in the lead near the device pocket area. Subsequent information was received approximately 7 years later that the lead was non-functional even at high outputs. An invasive procedure was performed. Upon removal of the lead terminal pin from the device header, the lead was manipulated to uncoil the slack in the pocket. At that point, lead insulation was noted to be missing exposing the coil. The portion of the lead with missing insulation was cut and the remaining portion was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the terminal pin was the removed portion of the lead. The terminal pin was discarded after removal and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.